Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer informed technical support that they did troubleshooting and found out that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported ventilator inoperable, motor fault, circuit fault, low peak inspiratory pressure and low expiratory volume alarms on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.